Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a deformation, and weight within specification. Based on the device analysis, the final assessment is no openings found, and no issues related with the manufacturing process.

Event description:
Patient reported left side breast as feeling ¿firm and looks abnormal due to capsular contracture" baker grade unknown. Patient additionally reported being diagnosed with "fibromyalgia; not device related. Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, and rupture.

Event description:
Patient reported left side breast as feeling ¿firm and looks abnormal due to capsular contracture" baker grade unknown. Patient additionally reported being diagnosed with "fibromyalgia; not device related. Healthcare professional reported left side rupture. Device remains implanted.